Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s dad is trying to calibrating and needs assistance. Customer was having high blood glucose and they will treat before calibration. Customer's dad wants to know if 464 blood glucose is too high to calibration. The customer was advised to correct blood glucose as per doctor¿s instructions so she is stable. Customer's dad declined high blood glucose troubleshooting. He'll treat with a manual injection and call back for calibration walk through. The insulin pump will not be returned for analysis.